Event description:
It was reported that after intubating the product into the patient, the customer found some droplets in the cuff and the pilot balloon. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no defects were detected. Functional testing connected the sample to leak tester machine and no leakage was found. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.